Event description:
Device issue: dislodged stent. Time of device issue: during procedure. Adverse event: dislodged stent remains in pt. It was reported that during the procedure in the tortuous right coronary artery (rca), a xience v stent was deployed. A planned second xience v stent system (2.5 x 23 mm) was advanced proximal to the first stent; however, guide wire support (ar2) was lost and the stent came off the balloon. The stent traveled distal to a branch of the profunda artery. No intervention was performed; however, the pt is being monitored. There were no add'l pt effects reported.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary: potential factors that can contribute to stent dislodgement include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during prep, negative pressure during sheath removal or forced sheath removal, interaction with other devices and/or anatomy, and lesion morphology. To ensure this type of issue is not the result of mfg, all stent delivery systems are inspected for proper stent placement, stent damage, stent damage, and crimped stent outer diameter. Additionally, prior to lot release, a sampling of units is destructively tested to verify stent dislodgement force. The lot release testing results were reviewed and all samples met all mfg criteria including stent placement, crimped stent outer diameter and stent dislodgement force. Return of the product may have aided in the cause analysis. Although, it was reported that the guide wire support was lost and the stent came off the balloon, loss of guide wire support would not typically contribute to a stent dislodgement. It may be possible that the pt's anatomy and/or lesion morphology may have contributed to the reported dislodgement; however, this could not be confirmed. In this case, as a result of the stent dislodgement, the stent traveled distal to a branch of the profunda artery and was left in the pt. The pt is being monitored. A review of the finished device lot history records (lhr) did not reveal any nonconforming material records (ncmr) associated with this lot that could have contributed to this complaint and there have been no other incidents for stent dislodgement reported for this lot. Additionally, lot release testing results were reviewed and all samples met all mfg criteria including stent placement, crimped stent outer diameter and stent dislodgement force. Without having the product to evaluate, a conclusive cause for the reported stent dislodgement could not be determined. However, there is no indication to suggest a product quality deficiency.